Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. Visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The sample passed under water pressure testing at 8 psi and the hydrophobic vent/housing failure test. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The condition cannot be confirmed or duplicated and the assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance that when priming the interlink extension set with 0.22 micron filter, it leaked fluid out of the filter. The set was leaking at the filter, but it could not be determined if it was at a tubing/component connection or a crack in the filter. The set was being primed with normal saline and there was no patient involvement. There was no patient injury or medical intervention necessary. No additional information is available.